Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard winged needle did not retract. The following information was provided by the initial reporter: rcc received a complaint via email. The pink 20 guage insyte bd winged catheter lately has not been retracting when the button is pressed. I is either sluggish to retract or does not retract at all after being pressed. This has been happening for a while now no patient harm.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381533 and lot number 4282452. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Manufacturer narrative:
Additional information of fa#.